Event description:
It was reported that the patient noticed a surge in stimulation when she tried to adjust her stimulation. Following the surge, the patient felt no stimulation. The patient felt stimulation too far into her feet and ''cannot walk.'' The patient also had some weight fluctuation. The patient requested help with reprogramming. A company representative planned to meet with her. Additional information was requested about the outcome of that meeting. If additional information is provided, a follow up report will be sent.

Event description:
It was further reported that the patient was seen and reprogramming was done. Impedances were checked. All were within normal limits. The surge sensation was improved with routine changes in programming. No further follow up needed at this time.

Manufacturer narrative:
Lead model 399930, lot: j0519140v, implanted: (B)(6) 2005, explanted: na. Extension model 3708260, serial: (B)(4), implanted: (B)(6) 2006, explanted: na. Recharger model 37752, serial: (B)(4).